Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from the wheelchair using the maxi 500 lift device and the clip sling, the left leg clip detached from the hanger bar of the lift when the patient was off the wheelchair and when the hanger bar was pushed down to level the patient. The patient's face hit the hanger bar of the lift. Then the lift was lowered to the chair. The patient received bruises and contusion to the facial area on the left side of the face as a consequence of the event. Then the patient was monitored but not hospitalized. Ref MFR report 9681684-2014-00032.